Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a status eri (elective replacement indicator) however the previous device check showed the status at mol1 (middle of life). Device interrogation one month after the eri indicator was observed showed the status had reverted back to mol1.